Event description:
The employee was working in a room where the cidex solution was being used. The solution was used in an open container and the employee was not wearing any type of personal protective equipment.